Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead exhibited undersensing and far field r-wave (ffrw) within the atrial refractory period. Follow-up was completed with the patients clinic. The healthcare professional (hcp) at the clinic was able to verify that the patient had not been seen in-office yet and that there had been no changes or reprogramming completed to the patients system at this time. The lead remains in use. No patient complications have been reported as a result of this event.